Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4) using an unknown strip lot compared to the doctor's roche meter with an unspecified serial number. The date of event is not known. The result from the doctor's roche meter was either 4.1 inr or 4.5 inr. The result from the customer's meter was "in the 3's inr" it is not clear which results were believed to be correct. This medwatch will cover test strip lot 29779012 used with the doctor's meter. Refer to medwatch with patient identifier (B)(6) for information on the customer's unknown strip lot. The customer's therapeutic range is 2.0 - 3.0 inr. The customer is in good condition. There was no allegation that an adverse event occurred due to these results. The customer is not anemic, does not have anti-phospholipid antibodies and it not on heparin or other direct thrombin inhibitors. The product was requested for investigation. Relevant retention test strips (lot 297790) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.